Event description:
The source literature reported that three months following pacemaker implantation, the patient presented to their clinic with symptoms of worsening congestive heart failure. The patient experienced dyspnea, localized peripheral lower limb edema, and jugular venous distention. There was no evidence of palpitations, syncope, nor chest pain. The physician performed a real-time electrocardiogram (egm) which revealed frequent bouts of tachycardia. After further testing at an electrophysiology clinic, it was determined the patient's rapid heart rate was the result of recurrent pacemaker-mediated tachycardia (pmt) and atrial tachycardia. It was further elucidated after interrogation that every episode of tachycardia and pmt was preceded by an abrupt prolongation of the atrioventricular delay. This is indicative of the typical pattern of the intrinsic conduction search function from the implantable device. The physician programmed off the intrinsic conduction search function of the device and the patient has since not experienced tachycardia nor pmt. The patient was stable and the device remains implanted.